Event description:
An optometrist reported that twelve days following photo refractive keratectomy (prk), the pt was diagnosed with blurry vision and hyperopic refraction. The pt reported that her distance vision was blurry, and improved with reading glasses. Additional info was received from the optometrist, who reported that the pt was treated with eye medication, and the event is ongoing. In the optometrist's opinion, the laser did not cause or contribute to the event. The optometrist attributed the event to the pt's unusual healing response. The event is expected to resolve with the treatment. No further info is expected. There are two medical device reports associated with the event. This report is for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)..